Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had pain at the lead site and marked tenderness over the connectors. The lead location was surgically modified and the pt recovered without sequelae. The pt has had multiple f/u visits since this event.